Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple power sources. The customer's blood glucose (bg) was 101 mg/dl. Upon follow up, the customer indicated that the issue was resolved using the same wall adapter. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.